Event description:
Customer reported poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5v power supply, reseated the workstation system interface pbc, and cleaned the backplane contacts. System operates as intended.